Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 33 mg/dl. The customer had changed the infusion set on the day of the hospitalization. The customer stated that he may have given himself for dual wave boluses during the day. The customer stated that he was taking prednisone and that he is a very brittle diabetic. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to a high magnetic field. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.